Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements when isometrics and pocket manipulation were performed. Noise was also observed. Technical services (ts) was consulted and discussed this is likely a lead integrity issue since noise was reproducible. No adverse patient effects were reported. At this time, this lead remains in service. Further information was received that this right ventricular (rv) lead was confirmed to be fractured. The patient was scheduled to have hip replacement surgery due to a hip fracture. The field representative stated that further discussion with the health care professional (hcp) would be held to determine if this lead would be replaced. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements when isometrics and pocket manipulation were performed. Noise was also observed. Technical services (ts) was consulted and discussed this is likely a lead integrity issue since noise was reproducible. No adverse patient effects were reported. At this time, this lead remains in service.